Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.75 x 32mm synergy ii drug-eluting stent was advanced to treat the lesion. However, while passing through the calcified lesion, the device could not cross and the stent was deformed. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.75 x 32mm synergy ii drug eluting stent was advanced for treatment. However, while passing through the calcium lesion, the stent was damage and was not able to cross the lesion. So physician remove the stent out of the body and completed the procedure with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 32 mm stent delivery system was returned for analysis without the stent. The device was returned without the stent. A review of the manufacturing stent profile data was performed and the stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and signs of positive pressure applied to the cones were noted. Balloon folds are open, and a crystalized substance/media noted inside inflation lumen/balloon. Crimp markings are visible on the exposed balloon wall. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.